Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Patient fell causing spacer to dissociate from the stem. Surgeon opted to revise implants.